Event description:
Customer reports that pt has a reaction to the device described as a rash, redness, itching and oozing. Symptoms developed within one week of abdominal scar revision and breast implant exchange. Pt was prescribed medrol dose pack. Pt is reported as still having "issues".